Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during the implant procedure, low, out of range impedance was observed. The lead was taken out and a potential nick was observed. The lead was replaced with no issues. The patient was stable before, during, and after the procedure.